Manufacturer narrative:
The pad-pak was first installed successfully in january 2011 and performed to specification up to the 28th december 2012. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(4) 2015. The pad-pak was then removed. A pad-pak was installed on the final history log entry and the device passed a self-test on the 24th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed on the pogo-pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.